Event description:
It was reported to hill-rom that the patient's foot was touching the back of the control unit and allegedly sustained a first degree burn. A hill-rom technician removed the unit from the account. An investigation of the unit could not reproduce the condition that could have caused the patient to receive a first degree burn. During an investigation of this product line, it was found that it is possible for an external component on the product to reach a temperature above that which is allowable for brief patient contact. All allegations of injury (regardless of severity), due to this failure mode are being reported.